Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after a revision tha had been performed on (B)(6) 2021, the patient experienced a non-recoverable dislocation and a suspected infection. A revision surgery was conducted on (B)(6) 2021 to perform debridement, jet lavage, and an open reduction. The r3 liner was exchanged, while the oxinium femoral head was substituted by a merete ceramic head with an offset adapter. Patient condition did not improve afterwards.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that with the information provided the clinical root cause of the reported dislocation and suspected infection cannot be confirmed. It cannot be concluded that the reported clinical reactions were associated with a mal performance of the implant. The patient impact beyond the revision and expected transient post-op convalescence period cannot be determined. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury, patient anatomy, abnormal loading of limb, contamination, patient reaction, and/or post-operative healing issue. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.